Manufacturer narrative:
The service rep ordered fluoro functions pcb for replacement. He removed and replaced fluoro functions pcb using a fully functional mobile esd workstation. Determined that f9 on power distribution board was not seated well (5.13vdc input, 4.89vdc load). Reseated f9 (5.12vdc input, 5.10vdc load). X-ray on indicator on workstation replaced. Re-booted system and verified all functions work properly. System performs as intended.

Event description:
The customer reported the 9600 unit locked up when collimator closed which forced a re-boot to continue procedure. No patient or staff injuries have occurred.